Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia outside of an isolated event. Troubleshooting options were discussed. The doctor stated the patient is a raging alcoholic and likely not compliant with his medication. The device remains in service. No adverse patient effects were reported.